Event description:
It was reported that pump had silver pin port damage while customer was using it. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump until replacement arrived, was instructed to put damaged pump into storage mode before return, and was advised to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, with customer understanding and acknowledging all instructions and arranging to return affected pump using prepaid label.